Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that she has had surgeons report small fibers were removed at the slip lamp during postoperative appointments and she did not have any additional details on the patients nor were product samples available. No additional information expected.

Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record and lot history could not be reviewed. The customer reported that they had to remove fibers from the eye during a post-opt appointment. A sample was not returned for this complaint. When this type of issue occurs, a sample will need to be returned so that a proper investigation can be conducted. If possible, at the very least, the customer should provide alcon with a photo of the improper component to help with the investigation of the issue. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Custom pak manufacturing management has been made aware of this complaint through the consumer affairs review meeting. It is recommended that the customer place the surgical instruments on a mayo tray and if applicable avoid placing them directly on a mayo stand cover or the back table cover. Additionally, the instruments should be wiped before passing back to the surgeon. This will assist in preventing lint contamination on instruments and help to reduce the risk of lint getting into the patience eye. The manufacturer internal reference number is: (B)(4).